Event description:
Additional information from the consumer reported that detrol la became ineffective and there were problems with newer medication so he needed a more permanent resolution. The implant of the device was done to resolve the loss of effect and greater frequency. The symptoms were noted to have noticeably improved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0vhzp, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. On (B)(6) 2015, the patient had a couple of leaks and greater frequency. He went 4-5 times since 2:00 that day. The patient was indicated for gastrointestinal/ pelvic floor. The patient inquired if increasing the pulse will help his symptoms. No further information was provided. If additional information is received, a follow up report will be sent.